Manufacturer narrative:
Integrated circuit.

Event description:
Factory analysis of returned motor controller and power management pcb boards revealed integrated circuit component shorts which resulted in an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. And if in use the user must provide alternative ventilation and have the ventilator serviced.